Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. The cause for the failure was caused by the rear response button center dome was off center. Additionally, there was debris on the j1 battery connector causing intermittent connection with the battery. The root cause of the off center dome cannot be positively identified. The root cause of the debbris on the j1 connector was unable to be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.